Manufacturer narrative:
.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Remains implanted.

Event description:
It was reported a patient underwent a left total hip arthroplasty in 1997 with competitor product. Subsequently, patient enrolled in a clinical study and underwent a revision with zimmer biomet components on (B)(6) 2014 due to osteolysis, loosening and a stem fracture. It was further reported patient experienced a wound drainage on (B)(6)2014 which was resolved with antibiotics.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty in 1997 with competitor product. Subsequently, patient was revised with biomet components on (B)(6) 2014 due to osteolysis, loosening and a stem fracture. It was further reported patient experienced a wound drainage on (B)(6) 2014 which was resolved with antibiotics.